Manufacturer narrative:
This complaint was submitted with no lot number and no sample returned therefore the complaint file contains insufficient information to conduct an appropriate investigation. Unfortunately with the lack of information given to the complaint department an investigation could not be completed with a root cause. No further actions are required at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports that typically they unfold the gauze to help it fluff, to help with bleeding. They were using forceps and they kept having to wipe off the forceps because little pieces of gauze were coming off onto the forceps. The customer further reports that there was no medical or surgical intervention needed and there was no injury as a result of the event.